Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. During power-on testing, the unit was able to turn on with stock batteries. Several led segments on the led digits were unable to fully illuminate. The device was able to obtain spo2, pi, and pulse rate readings normally. Internal inspection isolated the failure to the d5 component on the system circuit board. Additionally, the unit had an intermittent output failure within the u18 led power supply on the system circuit board. The voltage would drop intermittently from 2.6v to 1.3v. A service history record reveals this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device had a few led's out on the bpm display. No patient impact or consequences were provided.